Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they'd noticed for quite some time, their smart programmer battery did not hold a charge they had to charge it every 3 or 4 days and it got to where it was not functioning properly, when it was down to 50 or 60 percent it stopped being efficient. The agent asked the patient, if "stopped being efficient" meant the device was not helping their symptoms and patient said: "basically yes". The patient said, they had been increasing by one tenth, once a month they were up to 5.3 on program 1. The patient said when they made that increase that resolved it for like 3 days and when the unit started non-functioning, they took out the recharger and recharged it. The patient said they had to recharge the unit in their body every 3 days, they used to charge it once a week. The agent reviewed some recharging frequency information and offered to assist the patient to troubleshoot the recharger however the patient repeated they thought the smart programmer was the reason the unit in their body stopped functioning, only a few days after increasing and recharging. The agent reviewed that the percentage of charge of the external devices was separate from therapy results. The patient was redirected to the doctor to have the device checked in person. The patient said in the 5 years they had their device their doctor always told the patient to call the manufacturer when they had an equipment issue. The agent offered to send a list of doctors in the area that supported the device and the patient declined. The agent offered to reach out to the manufacturer representatives (reps) in the area for support. The patient said the rep had never touched it and never gave any help. The patient repeated meeting with the rep already documented in this case. The patient said, they thought the issue was happening because the smart programmer was not current technology and that was why they had problems. The patient said 3 times in the past when they had charging problems, or it started "working whacky or crashing" they had called patient and technical services (pats) tech support and replacement equipment had been sent to them which resolved the problems and the patient wished to do that again before troubleshooting their recharger or seeing a doctor. The patient said they had not had any falls or t raumas, no other medical tests or procedures. The agent warm transferred the patient to hcit. The patient called back on 2026-jul-10 and reported they were having symptoms and running to the bathroom. The patient provided event date for therapy not working as august 2021. The patient stated "it was holding well" so they were just recharging it then that started "draining off" so they noticed they had to recharge more. The patient reported now their implant was not holding a charge. The patient charged their implant to 100% and in 2 days the implant battery level had dropped about 40% and they checked it a few other times and after the next day or two after charging it was at 55%. The patient also stated they weren't getting the "reaction" from the treatment that they should be and they were running back and forth. The patient reported when the implant battery depleted to 40% the treatment was not working anymore. The agent reviewed therapy overview and the patient confirmed they thought the implant battery depleting to 40% impacted the effectiveness of their therapy. The agent walked the patient through how to connect to their implant to check their therapy status/reviewed therapy considerations. The patient confirmed therapy was on at 5.6. The patient stated they had been increasing stimulation and stated they recharged their implant first to see if that took care of the problem and the next day if they were reasonably sure it was not then they increased stimulation "one tenth". The patient stated they had been constantly increasing therapy. The agent reviewed therapy and recharging overview. The patient mentioned they had used all the programs trying to get it to work. The patient stated before they were charging once per week and then one time leading up to a week, they connected with their implant because it was not doing anything and their implant battery was at 0% and therapy was off. The patient reported they turned therapy back on when they charged it and it "stimulated like crazy for a while". The patient clarified therapy had not been working so they had been increasing stimulation and now they were charging their implant more. The patient mentioned they tried to see their urologist at concord hospital in concord new hampshire and they went in to see that healthcare provider (hcp) because the therapy was not working and they went in for a catheter. The patient stated they did not have a managing doctor for the implant to see. The agent emailed the patient physician listings. Patient mentioned in CT they had a problem and they were told to call their rep if they ever had problems. No direct allegation was made that the patient notified a rep. The agent had a very difficult time hearing the patient throughout the call and made best attempt to document all relevant event information. The issue was not resolved. The patient was redirected to their hcp to further address the issue. The patient called back on 2026-jul-14 and mentioned that their it ticket had been closed and that they had spoken with an hcit agent two weeks earlier. The patient mentioned they were able to charge the handset to 100%, but when they checked the battery status four days later, it had run out of power again. The agent transferred the call to hcit for fur ther assistance. The patient was transferred back from hcit. Per hcit, the patient clarified the issue was with their implant battery life not lasting long and it needed to be recharged like every 4 days. Hcit stated they reviewed the android recovery message with the patient and reviewed the handset was not crashing when this occurred. Hcit stated the patient's handset was working. Hcit also stated the patient inquired if the issue with their implant battery life was tied to their handset. Upon transfer to patient services, the patient repeated that their implant was not holding a charge and just drained out fast. The agent reviewed previous notes and redirected to the patient's hcp to further discuss. The patient stated they did not have a doctor and stated they did not receive physician listing previously emailed. The agent confirmed the email was correct and resent physician listing email to patient.